Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the insulin pump alarmed for a button error while she was on a boat. She stated she was unsure of how the alarm occurred. The blood glucose reading was 400 mg/dl. The customer declined troubleshooting for high blood glucose. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The initial report under manufacturer report number 3004209178-2016-67151 was created in error. The event has been reported under manufacturer report number 3004209178-2016-70160.